Event description:
A false (B)(6) advia centaur xp hbsag result was obtained for a patient sample. A second sample was tested on a different date and the result was (B)(6). Repeat testing was performed for both patient samples. The results were the same as the initial testing for both samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the false (B)(6) result is possible contamination of sample. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.